Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred while loading the cartridge and the cartridge was loose. Multiple cartridges were used. Alarm did not reoccur. Blood glucose was 114 mg/dl.